Event description:
It was reported that the pump battery could not be charged. Customer declined follow up from Tandem Technical Support. There was no reported adverse impact. No additional information was provided.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.